Event description:
It was reported that the patient received inadequate pain relief. The patient underwent a revision procedure in which the spinal cord stimulation (scs) leads were replaced. The patient was doing fine postoperatively. The explanted leads will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family . Upn m365sc-2352700. Model sc-2352-70. Serial/lot (B)(6). Batch (B)(6).